Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint cc#(B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation using two disposable devices on (B)(6) 2016. "On post-ablation hysteroscopy a perforation was identified at the uterine fundus. Dr. (B)(6) converted to a laparoscopy and noted thermal changes to the uterine serosa and 2 areas of thermal injury to the small bowel. On the uterine fundus, one circumferential area of blanching was identified close to the right cornua and another area of blanching was seen on the left just lateral to the midline. Within each blanched area was a small perforation associated with cautery effect. Although the bowel was not perforated, dr. (B)(6) opted to resect both areas of thermal injury and perform a re-anastomosis. The patient is currently doing well and was discharged from the hospital".

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).

Manufacturer narrative:
We noticed the medical device report (MDR) in the maude database shows that our initial report submitted on april 27, 2016, has "death" checked off in and no death occurred. The initial MDR that was submitted does not have "death" checked off. We checked off the correct box, "required intervention"; however, we noticed that "death" was checked off in the supplement type of reportable event, which was caused by a system error. This section should be blank.